Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that obstruction and death occurred. In (B)(6) 2012, the promus element drug eluting stent was implanted in an unspecified location. In (B)(6) 2012, the patient died due to failure of the stent and blockage.